Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that one of the set screw flanges within a cross connector fractured off while being tightened within surgery. It was removed and replaced with an alternative cross connector without reported patient impacts.

Manufacturer narrative:
The returned screw was evaluated. An end screws has fractured. The associated handle used to tighten the screw was not returned; therefore, a the cause of the screw fracture cannot be conclusively determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.